Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device technical analysis: returned product consisted of an incomplete nc emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. At 27.5cm in length, distal from the midshaft bond, the shaft was stretched and flattened. This was also the location of the shaft separation. The device returned incomplete as the distal portion of the shaft, including the rapid port exchange, balloon, markerbands and tip, failed to return for further analysis. Product analysis confirmed the reported break as there was a shaft separation to the device.

Event description:
It was reported that the shaft was cut, resulting in an unretrieved device fragment and requiring additional intervention. A 2.50mm x 15mm nc emerge balloon was selected for use for pre-dilation. Following inflation and deflation of the nc emerge balloon, during removal, the balloon shaft was cut. The distal part of the balloon remained in the patient circumflex (cx) artery. The remaining fragment was stabilized with a stent between the cx and left main artery. The procedure was completed and the patient condition was stable following procedure.

Event description:
It was reported that the shaft was cut, resulting in an unretrieved device fragment and requiring additional intervention. A 2.50mm x 15mm nc emerge balloon was selected for use for pre-dilation. Following inflation and deflation of the nc emerge balloon, during removal, the balloon shaft was cut. The distal part of the balloon remained in the patient circumflex (cx) artery. The remaining fragment was stabilized with a stent between the cx and left main artery. The procedure was completed and the patient condition was stable following procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).